Manufacturer narrative:
MDR 9618003-2024-00010 / device 1 of 2 e1: name of affiliation: (B)(6) complainant street address: (B)(6) complainant city: (B)(6) complainant state/province: (B)(6) complainant postal code: (B)(6) complainant phone: (B)(6) complainant country: philippines firstly, cardinal health contacted liberator from medical supply and they further contacted company. Afterwards receiving this report, the consumer was contacted directly for further information. Patient information: patient city: (B)(6) patient state/province: (B)(6) patient postal code: (B)(6) patient country: united states based on the available information, this event is deemed to be a reportable malfunction. Batch record review: lot 3d03017 was manufactured on 25/apr/2023, in convex 2-piece (pc) line, with a total of (B)(4) market units (mkus). Compliance engineer performed a batch record review on 16/jan/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) (B)(4) and manufacturing order (B)(4). Therefore, no discrepancy related to this issue were found within the documentation. Photograph, video and/or physical sample evaluation: no photographs associated with this case were received and no unused return sample was expected. Conclusion summary of the related event: based on the revision of the observation of the processes involved, interviews to the personnel of the line and the expertise of the triage team, this failure mode was attributed to the following probable causes: machine/equipment machine and process current design. Lifecycle of k-tool mechanical components has not been standardized as part of the machine pm. Method there is not a visual aid or job aid on how to use the quality control (qc) tooling. There is not a detailed visual aid or job aid on how to perform the mass station set up. There is not a standardize d visual aid for the flange loading stations and certification process for the station. Corrective and preventive actions identified will be taken through corrective action / preventive actions (CAPA). The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4) manufacturing site: (B)(4)

Event description:
It was reported by the retailer that wafer had off centered starter hole. The customer was contacted directly afterwards. The end user stated that he was a long-time user and recently received products with off-center openings. Also, clarified it was the opening and not the mass assembly. The product from this market unit was not used by patient. No photo is available at this time.